Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump had button response issues and a button error alarm. The patient's blood glucose at the time of incident was 126 mg/dl. The customer also mentioned that the pump case is wore. The customer was advised to revert to a medically prescribed back-up plan. The call ended there. Then the customer was called back and they reported that the pump was working as designed. The pump had not been dropped, bumped, or exposed to moisture. Their current blood glucose was 164 mg/dl. The customer also still had their back-up plan available. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
No button error alarm noted. The pump had intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.